Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for low draw observed. Additionally, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low draw based on the photo provided.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw with blood in 200 tubes. The following information was provided by the initial reporter: phase: during blood collection defect: insufficient negative pressure found quantity: 200 pieces impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw with blood in 200 tubes. The following information was provided by the initial reporter: phase: during blood collection; defect: insufficient negative pressure found; quantity: 200 pieces; impact: no adverse effects on patients and medical staff.